Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that during the spaceoar placement procedure, it appeared that the hydrogel had strayed into the bladder via the urethra, therefore the procedure was stopped, another kit was opened, and the procedure was repeated. The second device was placed in the correct position. After the hydrogel was placed, a cystoscope examination revealed a single, square-shaped hydrogel like mass of approximately 5 cc remaining inside the bladder. An attempt was made to remove it directly using forceps small enough to fit through the endoscope, but the surface was too slippery to grip, so the procedure was abandoned. After the operation, they reviewed the magnetic resonance imaging (MRI) images. The patient is currently on observation, and probably the radiation treatment will be delayed.